Event description:
Patient reported, rupture. Healthcare professional, later reported, silicone migration and granuloma. The device has been explanted. This record relates to left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on posterior assessed, as a surgical impact opening (shell thickness within spec). Silicone migration: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. Additional observations: stress marks observed, on the device. No further actions are required, as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Patient reported rupture. Healthcare professional later reported silicone migration and granuloma. The device remains implanted. This record relates to left side.